Event description:
According to the physician's report, pt underwent pacemaker replacement at another hosp in 1/95. Pt had been admitted to reporting facility for unsuccessful pacemaker revisions twice, with skin erosion noted both times. Pt had persistent drainage from the exposed area of the pacemaker system with wires that had eroded the skin. Pt was admitted for pacemaker removal.